Event description:
Additional information received noted the patient presented for a system replacement. The pacemaker was explanted, and the right ventricular lead was capped on (B)(6) 2021. No patient symptoms were reported.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06130. It was reported that noise was recorded on the electrogram on the right ventricular (rv) lead. This noise was reproducible with exercises and when touching the pacemaker itself. Impedance, sensing and capture stable. The programmed sensitivity was increased. Exercise was done after programming change, and the noise was visible but not sensed by the pacemaker. Chest x-ray was completed, and no issue was visible. The physician believed the noise was due to the pacemaker and lead. No additional changes were made. The patient was stable.